Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event where there was bend in the tubing which caused occlusions which resulted in high blood glucose. No further information available.